Event description:
Boston scientific (bsc) crm received information that this pacemaker was exhibiting less than .5 years of longevity remaining. The device has been implanted for 3.5 years. The caller expressed concern regarding potential premature battery depletion.

Manufacturer narrative:
A bsc crm technical services consultant performed a estimated longevity calculation with various rates and achieved from 5.0-5.5 years device longevity. The consultant recommended shorter follow up intervals for this patient. No other adverse events have been reported. This issue will be re-evaluated if additional information is received. The device was subsequently explanted eleven months later due to normal battery depletion. The device was not returned for testing. This product issue will be re-evaluated if additional information is received.